Event description:
Incident at hospital radical prostatectomy (open) in 2004. As the doctor was reaching the prostatic venous plexus, he took the forceps and when he pressed the switch, an event occurred and the dr urgently had to ligate a vessel. The pt required blood during and after the surgery. Device not saved nor returned for analysis. Analysis of device sample from same lot met MFR specifications.